Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 44 mg/dl. Customer advised they had low blood glucose levels, they then changed their settings, went out of town and now their blood glucose level was high. Customer¿s current blood glucose level was 360 mg/dl. Customer declined to troubleshoot for their blood glucose levels and advised they knew it was because of the settings. Customer was advised to monitor their blood glucose levels and follow up with their healthcare provider. Customer advised they changed their sensitivity settings on the insulin pump.